Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the stent delivery system (sds) revealed the stent implant was returned dislodged from the balloon, thus confirming the reported stent dislodgement. There was a stretched strut in the first row of the distal end of the stent implant. There was no other damage noted to the stent implant. There were crimp marks between the markers of the tightly folded balloon suggesting the stent was properly placed on the balloon at the time of manufacturing. There was no other damage noted to the sds. The entire tip length and stent implant outer diameters met manufacturing criteria. A guide liner and a non-abbott guiding catheter were returned with no damage noted. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to: patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. It was reported that the sds was removed from the patient and was re-inserted for a second attempt. It should be noted that the instruction for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Additionally, the IFU also states that the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Furthermore, after re-insertion and a second attempt at crossing the lesion, the sds was retracted into the guiding catheter and evidently the stent dislodged onto the guide wire due to interaction with the guiding catheter. Although the noted stent damage was not reported, it appears to have resulted from the interaction with the guiding catheter during retraction and subsequently led to the stent dislodgement. The attempt to treat a saphenous vein graft does not appear to have contributed to the reported failure to cross or stent dislodgement; however, re-insertion of the sds likely contributed to the reported stent dislodgement. The reported failure to cross and stent dislodgement appear to be related to the operational context of the procedure. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. Therefore, there is no indication of a product quality deficiency associated with this lot.

Event description:
It was reported that a non-abbott guide catheter and a balance middleweight (bmw) guide wire was positioned close to the ostium of the saphenous graft to left anterior descending artery. The promus stent delivery system (sds) was advanced on the guide wire, but was unable to cross the lesion. After removal of the sds, a guide liner was placed inside the guide catheter. The promus sds was advanced again, but still would not cross the lesion. As the sds was retracted into the guide catheter, the stent dislodged onto the bmw guide wire. A non-abbott balloon catheter was used to withdraw the dislodged stent into the guide catheter. Afterwards the whole system was removed as a single unit. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Incorrect anatomy and re-insertion. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.